Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement via the right subclavian vein, the device allegedly had a liquid leakage during infusion of the medication and the patient had a slight pain during the leakage. It was further reported that the connection area between the non-invasive needle and the positive pressure connector was allegedly found to be cracked. Reportedly, the non-invasive needle was replaced and the infusion was repeated without leakage. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one safety infusion set and one luer cap were returned for evaluation. Visual and functional testing were performed. A small crack was found in the luer hub at the y-site. An in-house syringe with dye water was attached to the luer with the small crack and a leak was observed while attempting infusion. Three electronic photos were provided for review. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right chest wall via the right subclavian vein, the device allegedly had a liquid leakage during infusion of the medication and the patient had a slight pain during the leakage. It was further reported that the connection area between the non-invasive needle and the positive pressure connector was allegedly found to be cracked. Reportedly, the non-invasive needle was replaced and the infusion was repeated without leakage. There was no reported patient injury.